Event description:
It was reported that after inserting the intra-aortic balloon (iab), the sensor pressure was not displayed and the console generated a fiber optic sensor failure alarm. The console was checked but no issue was found. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # 668739 . Device not returned.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).